Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating her symptoms (leaking stool) are getting worse because her device is not working (due to por). Patient stated she made an appointment with hcp for (B)(6) 2019. Patient's reason for calling was to see if she can get an appointment sooner.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that, when the patient went to check the status of their device as they had a return of symptoms (bowel leakage), they saw a power-on-reset (por) message on the programmer and could not connect as a result. The message was seen sometime last week and the patient noticed the a slight return of their symptoms about a month ago ((B)(6) 2019) but last week the symptoms got way worse. The patient reported that they recently had a mammogram and cardioversion. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.